Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta was deployed in a cfa with a 7x8mm lumen and minimal medial calcium. The deployment went smoothly. After deployment there was a slight persistent ooze noted. Light pressure was applied and a post angio was performed in two angles and an area of filling defect was noted though flow was brisk and uninterrupted. On several angiograms it was noted the anchor was lodged anterior/posterior. The patient's anatomy was challenging so getting a covered stent up and over the aortoiliac bifurcation was abandoned in favor of a non-covered stent which was eventually placed successfully and then post dilated. Post stent angiogram showed resolution of the flow artifact and maintained normal brisk arterial flow. The right sided groin access site remained normal with no further oozing and no hematoma. Patient is reported stable and is going home.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta device was deployed in the common femoral artery for closure. The artery lumen was 7x8mm with minimal medial calcification. The patient's anatomy was described as challenging; however, no further information was provided. Post-deployment oozing was present and manual pressure applied. A post-angiogram revealed a filling defect and flow was brisk and uninterrupted. Due to the anatomy conditions a covered stent could not be deployed contralaterally. A non-covered stent was then deployed and dilated successfully. Post-stent angiogram revealed filling defect resolved and normal flow returned. The root cause of the filling defect is possibly due to the manta anchor adhering to a dissection. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. Follow up information on the complaint identified an angiogram filling defect. Filling defects are indicative of vessel trauma. Vessel trauma is common in large bore closure procedures. Without additional information it is undeterminable if the vessel trauma occurred pre-procedure or due to the manta device. This was the surgeons seventh manta deployment and noted a lot of correction was still needed. However, due to insufficient information available for investigative purposes the root cause cannot be determined. The IFU was reviewed and confirmed to list precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: oozing from the puncture site. Procedure preparation: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.